Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 106 mg/dl, 20 mg/dl, 300 mg/dl, 17 mg/dl, 200 mg/dl, and 108 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
Customer's product has been returned and investigated.the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Some of the reading the customer reported were found in meter memory. This is a final report.